Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: "degenerative disk disease(ddd) 2 level" type of procedure used: bi-lateral posterior lumbar fusion (plf) levels implanted: l4-s1 it was reported that intra-op, the tip of driver broke off in the screw. The product came in contact with the patient. No fragment of the broken product remained inside the patient. No patient complications were reported.